Event description:
#Medwatcher #followup1 #fdamw5043708 #(B)(4). Re: report ID (B)(4) submitted (B)(6), 2015. Corrections and additions in caps: (B)(6); date of implantation was (B)(6), 2014; a pelvic and transvaginal ultrasound done (B)(6), 2015 due to sever lower left abdominal pain. Pathology report confirmed microscopic endometriosis in soft tissue surrounding essure coils and inflammation of the fallopian tubes.

Event description:
(B)(4). I had the essure medical device, which is manufactured by bayer, formally conceptus inc., implanted on (B)(6) 2014. My lot and model numbers from my essure card are ess305 b76537. Immediately following implantation I began experiencing pain. And over the course of just a few months I began to experience many more issues and symptoms and the constant pain became excruciating. So much, that led me to seek surgical removal of the essure coils on (B)(6) 2015. This is a list of my side effects and symptoms that I have experienced due to essure: confirmed microscopic endometriosis in soft tissue around coils (pathology report done after device removal). Confirmed inflammation of fallopian tubes (pathology report done after device removal). Excruciating stabbing/shooting pain, pinching/burning, pins and needles sensation on left side from left of navel through to hip and down into inner thigh. Constant ache in lower abdomen on both sides. Shooting pains during intercourse and spotting after. Pain in inner left thigh. Pain in back of left calf. Menstrual cramping so severe it feels worse than labor contractions. Missed menstrual cycle. Slightly heavier bleeding during cycle. Menstrual blood has changed color to bright red. Dingy discharge with pink and brown clots/streaks. Feminine odor. Occasional phantom baby kicks, muscle spasms in lower abdomen?? (Very weird sensation). Milk supply dropped drastically. Eczema/rash on left wrist. Occasional sharp pain in right wrist. Hair loss, more so on sides of scalp. Occasionally scalp hurts/itches, similar feeling to itching burning sensation from eczema/rash on left wrist. Reaction to earrings and other jewelry causing rash. Earrings cause swelling, burning and ooze instantly. Rings and necklaces cause red rash. Receding gums, particularly above canines. Occasional pain in gums and jaw. Jaw pops and locks. Nausea and bloated feeling when eating, especially in the morning. Loose and narrow stools. Dry cracked heals. Dizziness when standing, seeing stars, feeling like iandrsquo;m about to faint. Extreme fatigue, beyond exhausted. Insomnia. Sensation of adrenalin rushes through pit of stomach and through palms of hands to fingertips (with and without anxiety). Sever nausea, feels like food poisoning accompanied with the feeling of adrenalin rushes (with and without anxiety). Heart racing. Severe and completely debilitating anxiety, panic/anxiety attacks that have lasted 3 to 7 days at a time. Pain in lower abdomen began with essure procedure, (B)(6) 2014, and included occasional sharp pains with intercourse followed by spotting, and progressively got worse with the return of my menstrual cycle in (B)(6). Hair loss and other symptoms began in december. Became unable to wear any jewelry in (B)(6) 2015. Dizziness and seeing stars began in (B)(6). Menstrual changes came with the return of my cycle in (B)(6) and have gotten worse with each menstruation. Menstruation is also irregular and I missed my cycle in (B)(6) , but still experienced severe cramping. The pain of the menstrual cramps is worse than the labor I experienced with the birth of my two children. The dingy discharge started in (B)(6) close to the start of my menstrual cycle. Breast milk supply began to drop drastically in (B)(6). Began expressing/pumping more, around the clock, to try to maintain supply. Stopped expressing breast milk in (B)(6) after second ER visit for lower abdominal pain and anxiety/panic attack. Adrenalin rush feeling through-out body, primarily in arms and hands, started in (B)(6) and was not accompanied by anxiety. Anxiety came on very suddenly in (B)(6) and was instantly sever and debilitating. I am not able to eat or sleep during a panic/anxiety attack and heart races constantly. Stabbing pains primarily on left side and pain in left leg/hip began in (B)(6) after menstrual cycle and became excruciating. I have been to my pcp several times because of these symptoms and the ER on two separate occasions due to sever lower abdominal pain and debilitating anxiety/panic attacks. I had an hsg x-ray done in (B)(6) 2014 for placement confirmation, and an abdominal and transvaginal ultrasound done (B)(6) 2015 due to sever lower abdominal pain. I have seen a surgeon for removal. I had surgery on (B)(6) 2015 to have these devises removed. The procedure done was essure coil removal and bilateral tubal occlusion. After removal, a pathology report showed endometriosis in the soft tissue surrounding the essure coils and inflammation of the fallopian tubes.

Event description:
(B)(4). Submitted may 26, 2015. Hypothyroidism, contact dermatitis, eczema, and positive ana titer, lupus suspected.